Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an improper peel was confirmed, and was determined to be manufacturing related. One 4.5 fr microintroducer sheath was returned for investigation. The tabs had been split and the sheath had been peeled. The tabs split unevenly, which resulted in a ring of orange material that remained attached to one tab after the introducer was split apart. The head of the tack used to secure the sheath to one of the peel tabs was exposed due to the uneven break between the tabs. The complaint sample was forwarded to the manufacturing facility for further review. (B)(4) evaluation: the complaint ¿introducer did not fully split¿ is confirmed. On one of the parts of the sheath was present part of the molding. This part was an excess of resin produced during the molding process. The cause of this is manufacturing related. A lot history review (lhr) of rebs0065 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebs0065) have been reported from the same facility.

Event description:
It was reported by the facility that the introducer would not crack fully on one side to make the peel-away possible. The nurse was able to use the dilator and scalpel to free the PICC from the introducer.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs0065 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebs0065) have been reported from the same facility.

Event description:
It was reported by the facility that the introducer would not crack fully on one side to make the peel-away possible. The nurse was able to use the dilator and scalpel to free the PICC from the introducer.